Event description:
It was reported that the patient underwent a lumbar fusion surgery at l4-l5. The doctor performed a posterior lumbar interbody fusion (plif) with a novel peek cage in which rhbmp-2/acs was used. Post-op, the patient began to develop radiating pain to her legs and severe back pain. As a result of the surgery she has developed chronic pain, nerve damage and subsidence. Approximately, three months later, the patient underwent a revision surgery and has never recovered from her surgery, and continues to suffer from daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.